Event description:
It was reported that the patient underwent a surgical procedure involving a three year old artificial urinary sphincter (aus) in which the existing balloon was explanted and replaced for a new one. During the procedure the existing balloon was found to be empty. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.